Event description:
It was reported that; avs tl collet insertion tip broke at some point during cage insertion.

Manufacturer narrative:
Lot code#: 081924, method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. This device was seven years old at the time of the reported event. The avs tl surgical technique indicates that while rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery. Conclusion: the plausible root cause of the reported event is normal wear based on the age of the device.

Event description:
It was reported that; avs tl collet insertion tip broke at some point during cage insertion.